Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/14/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 01/05/2015 with the following findings: a review of the pump black box data showed no evidence of short battery life. During testing, the pump ez-prime steps were performed correctly. The pump current draws measured within specifications. The pump case was removed and no damage to the power circuit was found. The complaint of short battery life was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the display was dim and discolored.